Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the tubing broke at the level of the rigid part located at the 2 black rings on the tube. The milk leaked but there was no consequence for the patient because the nurse quickly noticed.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There is a picture provided for the evaluation. Upon reviewing the picture, the reported condition is confirmed. This issue may occur when administrating viscous medication through the medication port on they- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature may have been activated and the pressure was diverted away from the patient back up to the peristaltic pump section. Without a physical sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned later, this complaint will be reopened, and the investigation updated to reflect our findings. A corrective action is not applicable at this time. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes. The risk assessment documentation has been reviewed and it has been confirmed that the risk assessment is adequate; the harm level and occurrence rate is within acceptable range.